Event description:
Procedure: sigmoid resection. The staple row on the dorsal side opened, so manual suturing was done to complete the procedure. No further pt issue was reported.

Manufacturer narrative:
Date of initial report: 08/20/2009.